Event description:
Philips received a complaint about the v60 ventilator indicating that during device startup, it was discovered that the cooling fan had abnormal rotational speed. The device was reported to be in clinical use at the time of the reported problem. There was no patient or user harm reported.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain patient information from the time of the event, confirmation of a part order, part replacement, and resolution. No response or further information was received from the authorized service provider (asp) or key market. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted.